Event description:
The customer reported that the 9800 system in normal level fluoro exceeds the state limit of 5 r/minute. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The milliamps limit was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.